Event description:
Inserter broke down in anchor. Doctor realized after he had finished the surgery. The metal device is properly still stuck down in the hole of the twinfix. He used normal insertion technique. He did not predrill the hole for the anchor. Patient seemed to have "normal" bone quality

Manufacturer narrative:
Evaluation of the device shows the distal tip that interfaces with the anchor has broke off. There are no material voids at the break area. As reported surgeon did not pre-drill prior to insertion of the anchor which is required per the devices IFU in hard bone applications. (B)(4).